Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the subject felt stimulation from the device in the left labia. It was mentioned the subject had no pain and the exact start date of when the subject felt the stimulation in the left labia was unknown. The event was ongoing. No interventions or outcome were reported regarding this event as it was ongoing. Additional information reported the patient was reprogrammed on (B)(6) 2014. Additional information received healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient resolved without sequelae in (B)(6) 2015. Additional information received from the site reported the patient did not have device stimulation after (B)(6) 2014. Exact cause of this stimulation was not found on patient's medical record.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event was due to programming. Final programming date or most recent interrogation was (B)(6).